Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to exit from the rewind sequence. Customer stated after priming the insulin pump, the rewind sequence would be initiated. The customer also reported the act button was not working on the insulin pump. Customer's blood glucose was 15.8 mmol/l. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis.